Manufacturer narrative:
(B)(4). Batch # m90f3m. Additional information was requested and the following was obtained: endo clip scissored the first 2 or 3 fires, then wouldn¿t close completely after that. The analysis results found that the er320 device was returned with the jaws in a yielded condition. In addition, 4 unformed clips, 5 malformed clips and 1 clip conforming were received with the device in a plastic bag. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining 8 clips were dropping due to the condition of the jaws; finally the instrument locked out as intended. No scissored clips were noted during functional testing. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy, on the third fire the clip scissored and the handle would not close. A second like device was used to complete the procedure with no patient consequences reported.